Manufacturer narrative:
Evaluation anticipated, but not yet begun.

Event description:
During a preparation for a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console appeared to malfunction, indicating a "cpu error." Manual control of the system pumps and alarm sensors continued to be available through local controls. Normal function was restored by turning the device power off and then back on. There was no reported adverse consequence to the pt as a result of this event.